Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It also reported that the patient's right ventricular (rv) lead exhibited high and unstable thresholds, along with high impedance. The rv lead was reprogrammed and remains in use. Post reprogramming, high rv thresholds persisted. Premature battery depletion was observed on the implantable pulse generator (ipg). The rv lead remain in use and a replacement procedure for the ipg has been scheduled. No further patient complications have been reported as a result of this event.